Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 463 mg/dl, diabetic ketoacidosis, and vomiting. Reportedly, the customer had absorption issues at the non-tandem infusion set site as customer inserted set near scar tissue on abdomen. The infusion set brand and manufacture was not provided. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and fluids of saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.